Event description:
It was reported that during a spinal surgery by an orthopedic surgeon, the catheter was kinked despite the preparation of having a manufacturer¿s representative present at the surgery. The patient reported a significant increase in pain and narcotic withdrawal on (B)(6) 2015. A catheter access port (cap) contrast study and computed tomography (CT) scan with contrast were performed on (B)(6) 2015, which revealed no contrast in the intrathecal space; extravasation of dye was noted distal of the connector in the subcutaneous tissue. A kink was also noted in the catheter (also reported as occluded). It was also later reported that they were unable to aspirate. Surgical intervention was performed on (B)(6) 2015, and originally, the plan was to replace the distal catheter; therefore, a revision kit was used; however, there was a change in color of the spinal fluid, so a decision was made to replace the whole catheter. Since that necessitated opening the pump pocket, and the pump was nearing elective replacement indicator (eri), the decision was made to replace the whole system. The implanted catheter was tied off at the entrance to the intrathecal space; left in place, and a new catheter was implanted. The event resulted in prolongation of existing hospitalization. The event was related to the catheter and the severity was reported as ¿severe.¿ there was no patient injury, and the patient resolved without sequela on (B)(6) 2015. The pump system was being used to infuse fentanyl.

Event description:
Additional information received 2015-08-03 clarified that the spinal fluid had been xanthrochromic (yellow) colored.

Manufacturer narrative:
Concomitant products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. Product ID: 8731, serial# (B)(4), product type: catheter. (B)(4).